Manufacturer narrative:
Concomitant products: ddmb1d1 ICD, implanted: (B)(6) 2017. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that a right ventricular (rv) lead integrity alert was triggered due to two high rate non-sustained episodes and increased short v-v (ventricle ¿ ventricle) intervals. Isometrics and pocket manipulation were performed and only noise/egm (electrogram) artifact was observed on can to rv coil. It was noted that vt-ns (ventricular tachycardia non-sustained) episodes just showed brief oversensing events. It was noted that the patient had fallen about two months ago and had a large bruise on their right chest. A chest x-ray was taken and shows a possible insulation disruption close to the header block. Therefore, there was concern with the svc (superior vena cava) coil at the insertion site of the lead into the header and the pin did not appear to be seated completely in the header block. Upon further evaluation, it appeared the svc coil might have been damaged with the fall. As a result the svc coil was turned off and the rest of the rv lead remains in use. No further patient complications have been reported as a result of this event.